Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgery center observed a black/grey particle was observed in the endosol balanced saline solution(bss). The surgery center indicated the bss was sealed and the grey/black particle in the bss was discovered prior to use and upon puncturing the grey rubber stopper. No patient involvement was reported.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/06/2018. Device returned to manufacturer? Yes. Device evaluation: the balance salt solution(bss) lot# 18c1902 was returned. A visual inspection was performed. A grey particle in solution was confirmed by the sample analysis (visual inspection) but without showing any abnormal behavior of the rubber (hyper fragmentation or abnormal damage). The bss was received without the needle/spike used to pierce the stopper. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the bss lot# 18c1902. All devices met material, assembly and performance specifications at the time of product released. Complaint historical review: a review of the complaints file confirms that no other complaints were reported on lot 18c1902 related to the defect complained. There is no similar complaint was received. Conclusion: considering the evaluation of the bss, the potential root causes identified could be related to: the potential root cause, considering also the complaints review, could be related to not correct use of the product during perforation. It is important to consider that the generation of rubber particles after piercing can be influenced by: 1. The piecing way: particularly the angle of the needle with regard to the stopper; 2. The design of needle: particularly the shape of the bevel; the shape can change according to suppliers; 3. The diameter: the supplier guarantee the functional properties according to e.p 3.2.9 monograph_fragmentation test. The reported event is not likely to represent a systemic break down of process controls (gmp), inadequate or improper design, or improper labelling. No atypical or unexpected failure identified. For this reason, no nonconformance will be initiates for this issue. Nevertheless, j&j will continue to track and trend this and similar events as part of our continuous quality improvement program, and initiate corrective and preventative action when necessary. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.